Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of an 8mm x 6cm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter burst under low atmospheres (atm) using only a syringe to inflate. There were no reported injuries to the patient. This was during a procedure to treat an arteriovenous (av) fistula in the arm. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A non-sterile unit of ¿powerflex p3 f5 8x6 80¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, observing a kinked condition on the shaft located approximately 42 cm from the distal tip. The balloon arrived deflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure (rbp). However, inflation pressure was not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water was leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed. A ruptured condition was observed on the balloon surface that was causing a leak, impeding maintenance of the inflation pressure. Also, the shaft presented a kinked condition. The exact cause of this condition observed on the balloon and the kink on the shaft could not be conclusively determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface led to the damaged condition found on the received device. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the tearing of the balloon. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The product analysis and information available does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, the balloon of an 8mm x 6cm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter burst under low atmospheres (atm) using only a syringe to inflate. There were no reported injuries to the patient. This was during a procedure to treat an arteriovenous (av) fistula in the arm. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device will be returned for evaluation.

Manufacturer narrative:
The date of this event is unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.